Event description:
Codes update.

Manufacturer narrative:
No sample.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that it is not drawing blood when attaching a vacutainer. The cap is loose/comes off when taking it out of the package. With the extension not drawing blood, they are having to stick the patient more than one for blood draws. Cap comes off easily and a patient bled out for an unknown period of time.